Manufacturer narrative:
The manufacturer's technical support recommended replacement of the transformer.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, when the centrifugal system was fully charged, the charge light was not flickering as it should. Since the event occurred during preventative maintenance, there was no patient involvement.